Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or contributed to the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." The device was not returned.

Event description:
It was reported that the patient experienced edema while using the ureteral stent. It was also stated that the ureteral stent fragmented during use .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced edema while using the ureteral stent. It was also stated that the ureteral stent fragmented during use .